Event description:
The customer observed positively biased ckmb control results on the vitros 250 analyzer. No biased results were reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.